Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-4316, lot #: 16847580, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation when changing postures. The patient was supposed to have a lead revision due to contacts showing high impedances. Upon follow up it was discovered that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.